Event description:
It was reported that the right ventricular lead exhibited an impedance anomaly. The lead was capped and replaced on (B)(6) 2024. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".